Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up lead noise and decreased sensing was noted in the right atrium. The lead was capped and replaced. The patient is doing well.